Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that four days post system implant, this patient exhibited a systemic infection with corresponding fever. Antibiotics were administered and the system extracted. No return of product is expected and no information on a replacement has been communicated.